Event description:
It was reported that the device could not be interrogated. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported field event of no rf telemetry was confirmed in the laboratory. The device was tested on the bench and using automated testing equipment and no anomalies were found. After the device was reinitialized, the rf telemetry worked properly. The root cause of the field issue could not be determined because the error could not be reproduced.